Manufacturer narrative:
Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's base was cracked. The customer discontinued the use of the insulin pump and started using insulin pens. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.